Manufacturer narrative:
Follow-up #1: date of submission 12/04/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2013 with the following findings: the original power complaint could not be duplicated upon investigation. The pump powered on to the verify screen in accordance with normal operation. There was a replace battery alarm followed by a reboot to clear the alarm in the history. There were no power related failures observed. The battery compartment was intact with no cracks or contamination noted. The battery cap was able to be fully tightened and also had no contamination observed on the underside of the cap itself. The pump was exercised for 24 hours with no power loss observed. There was no evidence of moisture contamination inside the pump when the case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump lost all power during which time the patient had to give themselves an injection of insulin. No abnormal blood glucose values were reported during the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.